Manufacturer narrative:
Though valtrex is an antiviral medication and while it is unk if the esthet-x hd used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergica response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval, and the lost number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that the day following placement of a restoration using esthet-x hd, the pt developed swelling a ulceration of the lip with a burning sensation in the area near the restoration. The pt was offered benadryl, but declined and subsequently sought treatment from a physician who prescribed valtrex. The symptoms reportedly took "a couple of weeks" to resolve.